Event description:
Tidal volume at rate knob rotated on shaft so that they no longer corresponded with indicated dial settings. The ventilator could not recognize tidal volume set. As a result the display showed ???. The machine had been initially checked and upon setting the volumes the problem occurred. The anesthesiologist felt no need to change the machine as the remainder of the anesthesia machine functioned normally. No harm occurred to the pt. According to the MFR's repair record, tidal volume and rate knob position have been altered so that they no longer correspond with indicated dial setting. Returned to correct position. Knobs were tight in the altered position. Potentiometer shafts showed signs of scarring from set screws. (*)